Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11july2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the unit failed to display tidal volumes. The device was in use at the time of the event; however, there was no patient harm.

Manufacturer narrative:
Date received by MFR: 15jul2019. The manufacturer's remote service technician performed troubleshooting with the customer. The customer replaced the flow sensor, and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.